Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026. Attempts to obtain patient weight was not successful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an unrelated surgical procedure on the neck where the device was placed into surgery mode, the ipg became unable to communicate with external devices. Attempts to recover the device has not been attempted yet as patient has not made an appointment with the doctor for system evaluation.